Event description:
Pituitary forceps used in attempt to "morselize" loose body (osteochrondra) during knee surgery. During this process a pin near the forceps jaw broke off in the joint. Efforts were unsuccessful in retrieving pin from joint.